Event description:
It was reported that the "nursing staff seems to think the machine [external pulse generator] fired when it wasn't supposed to." The doctor said it was not the pacer, that the patient had an event, but it was "kind of indeterminate". It was noted that the patient did go into ventricular tachycardia (v-tach). Follow-up determined that the patient was able to be put back into correct rhythm. The generator was returned for service as the biomedical engineering department wanted it tested prior to putting it back into service. No further patient complications were reported as a result of this event.

Event description:
It was reported that the "nursing staff seems to think the machine [external pulse generator] fired when it wasn't supposed to." The doctor said it was not the pacer, that the patient had an event, but it was "kind of indeterminate". It was noted that the patient did go into ventricular tachycardia (v-tach). Follow-up determined that the patient was able to be put back into correct rhythm. The generator was returned for service as the biomedical engineering department wanted it tested prior to putting it back into service. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional testing. It was noted that the upper and lower cases were broken, the battery release, lead flex cover and keyboard pad were contaminated, the battery contacts were compressed and the battery drawer was dented. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).